Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed as all tubes were within specification limits. One tube was weighed, and water added to be exactly 4.86ml to show where the bottom of the specification limits is. Therefore, based on the photos provided to bd for evaluation, it was observed that the tubes were filled within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated "we are experiencing an uptick of tests not performed due to insufficient sample inside the tube." Additional information received: the samples were rejected by the lab, there were no successful draws from this lot from jan 15th to feb 1st. This event is occurring at multiple sites with multiple phlebotomists. Tubes were not exposed to heat.